Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was displaying a false impedance warning. The right ventricular (rv) lead exhibited short interval counter (sic) counts. The rv lead was reprogrammed. The ipg and rv lead remain in use. No patient complications have been reported as a result of this event.